Event description:
It was reported that the device could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature depletion was not confirmed. A radio frequency (rf) telemetry anomaly was observed. The device was able to communicate via inductive telemetry normally. The device was unable to communicate via rf telemetry at an acceptable range. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The cause of the rf telemetry anomaly could not be determined.